Manufacturer narrative:
Additional information: h3- device evaluation : lens was returned dry in a lens case/vial with clear surgical residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -5.5 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault.